Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm occurred. The radial arterial line was used as an alternative pressure source without issue. There was no patient injury reported.

Manufacturer narrative:
Initial reporter (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint :(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm occurred. The radial arterial line was used as an alternative pressure source without issue. There was no patient injury reported.